Event description:
As reported, during a transabdominal preperitoneal (tapp) vls hernia repair procedure, the capsure fixation device worked correctly on the left side of the patient, but then did not work properly on the right side. It was reported that the issue occurred during fire of third or fourth fastener. Some of the fasteners got fired successfully and fixated successfully. It was reported that deployed two connected fasteners were not removed from the patient's body and no loose fasteners were present. It was reported that procedure was not completed with another device. It was reported that no medical or surgical intervention was performed.

Manufacturer narrative:
As reported, capsure deployed two fasteners at single shot. The subject device was not returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample could not reproduce the reported event that the device deployed two fasteners at once. The device functioned as intended during simulated use testing, deploying the last remaining fasteners with no issues. No manufacturing anomalies found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, capsure deployed two fasteners at single shot. The subject device was not returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a transabdominal preperitoneal (tapp) vls hernia repair procedure, the capsure fixation device worked correctly on the left side of the patient, but then did not work properly on the right side. It was reported that the issue occurred during fire of third or fourth fastener. Some of the fasteners got fired successfully and fixated successfully. It was reported that deployed two connected fasteners were not removed from the patient's body and no loose fasteners were present. It was reported that procedure was not completed with another device. It was reported that no medical or surgical intervention was performed.